Event description:
Patient will be revised due to pain and possible metal allergy. Doi; (B)(6) 2008. Revision will be done on (B)(6) 2012. Tha was done with mom (cup was manufactured by (B)(4)). Initial surgery was done on (B)(6) 2008, in tha. From (B)(6) 2009, swelling occurred around the hip which the surgery was performed. Swelling did not improve, and (B)(6) 2011 the rash appeared. Follow-up was continued. (B)(6) 2012, at the CT inspection, fibrous tissue was found around the joint. Revision will be done on (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of the device history records finds no related manufacturing deviations or anomalies. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering and or applied research report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.